Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, no delivery and motor tests. No motor error alarm noted. All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received a button error alarm. Button error did not occur after moisture exposure and buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was 41 mg/dl, which was treated with food. Customer also reported a past motor error alarm and physical damage. Customer reported that there was a crack at the act button. Customer was advised that insulin pump would need to be replaced.